Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that moisture was located in the battery compartment and that the up arrow, down arrow, and ok/enter buttons were under-responsive, which was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was no evidence of contamination found under all key contacts. Moisture was observed in the battery compartment. Multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified at the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The keypad flex cable was observed to be fully inserted into the keypad flex connector. The original complaint of a keypad response issue was unable to be duplicated during investigation. The original complaint of moisture ingress in the battery compartment was confirmed.